Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary tract infection, vaginal discomfort, vaginal bloody discharge, vaginal discharge and mesh exposure. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.